Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would not prime or feed. They stated that the formula was very thick and that it would not infuse overnight. Mmdg did follow up with this initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).